Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing sets leaked during use. The following information was provided by the initial reporter: "we are seeing issues with the alaris/bd 0.2-micron filter (low sorbing) leaking at one of our facilities. . We have had 3-4 incidents over the past couple of weeks."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-28. Investigation summary: a box containing 55 unused filter extensions of the same lot # was received and tested by our quality team. All samples were visually inspected and then subjected to flow testing to assess for possible leaks at the filter. The sets were primed and then tested at an infusion rate of 100ml/hr using saline solution. No leaks were noticed in all 55 of the sets. A method to try to force leaks was then employed using repeated injections of saline solution using a 10ml syringe at pressures higher than conditions in a clinical setting. No leaks were realized after this either. Without the original failed sample described in complaint, any leaks realized in testing, or photos of the original failed sample, the complaint of leakage at filter could not be verified and the root cause could not be confirmed. A device history record review for model 10013902 lot number 21079016 was performed. The search showed that a total of 8,803 units in 1 lot number was built on 14jul2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing sets leaked during use. The following information was provided by the initial reporter: "we are seeing issues with the alaris/bd 0.2-micron filter (low sorbing) leaking at one of our facilities. We have had 3-4 incidents over the past couple of weeks."